Event description:
It was reported that the balloon protector dislodged inside the patient. A coyote balloon was selected for use in the tibioperoneal trunk to treat stenosis. The coyote balloon was passed to the tibioperoneal trunk. However, there was difficulty advancing the balloon any further. The balloon was attempted to be advanced several times by retracting the balloon catheter and then advancing forward. The balloon though, would not advance further. It was decided to exchange the balloon for a smaller coyote balloon. The new balloon was prepped. On fluoro, an artifact was observed. The second coyote balloon was advanced over the guidewire to the tibial peroneal trunk. At the same location, there was also difficulty advancing this balloon. Despite several attempts, it could not advance. The guidewire and balloon catheter were removed together. It was then decided to ivus the area to determine if something was left inside the patient. A surgeon was called it to remove it. Ivus found nothing, and the surgeon would not open up the artery without confirmation of a detached component. It was thought that the second balloon was advanced into the dislodged balloon protector. The balloon was then jammed into the balloon protector during advancement. When it was removed, so was the balloon protector. The procedure was completed.